Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blockage alarm is too sensitive. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Additional information was received providing an update to the serial number. Updated d4 d9 - date returned to mfg: 1/15/2025. One device was returned for analysis. Review of the event history log (ehl) showed a high sensitivity to occlusion pressure. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was within the specification but at the lower limit.the service history review had no indication that the complaint was related to a service of the device within the review period.